Event description:
It was reported that the pen ndl 31ga 8mm experienced difficult operation or not working/functioning. Product defect was noted during use. The following information was provided by the initial reporter: when victoza was applied 5 needles bent, entered the skin bending and one of them had difficulty to remove it.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020 . H.6. Investigation: customer returned (4) open 8mm, 31g pen needles without the tear drop label. Customer states that the needles were bent and there was difficulty removing it. All returned pen needles were examined and all exhibited a bent patient end of the cannula. All samples were also tested and all were able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficulty removing the pen needle) patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that the pen ndl 31ga 8mm experienced difficult operation or not working/functioning. Product defect was noted during use. The following information was provided by the initial reporter: when victoza was applied 5 needles bent, entered the skin bending and one of them had difficulty to remove it.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31ga 8mm experienced difficult operation or not working/functioning. Product defect was noted during use. The following information was provided by the initial reporter: when victoza was applied 5 needles bent, entered the skin bending and one of them had difficulty to remove it.